Manufacturer narrative:
(B)(4). Batch # t9276c. Additional information was requested, and the following was obtained: can you also confirm if the malformed clip (pear shaped clip) that was seen on the third fire was deployed onto tissue? Or did the pear-shaped clip fall out of the jaws unfired? Response: the clips were not pear shaped. They fell out the jaws of the device. Device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, upon disassembly the advancer was confirmed to be bent and 9 clips were found inside clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot t9276c number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t9276c number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, the surgeon tried to use the device, no clips were deployed. The surgeon attempted to fire three times, on the third fire a pear-shaped clip fell out. Case completed with another device of the same product code and same lot number. There were no patient consequences reported.